Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 600 mg/dl and moderate ketones. Customer went to the emergency room (ER), where bg was addressed with insulin injections. Customer was released from ER with bg around 200 mg/dl and was still "not feeling good". Customer alleged that bg was due to pump not working correctly. Customer reverted to manual injections.